Manufacturer narrative:
The device evaluation found the following: that there is a gap in the tip adhesive, foreign matter is adhering to the gap of the tip and the forceps pipe had a blockage. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited that there is a gap in the tip adhesive, foreign matter is adhering to the gap of the tip and the forceps pipe had a blockage. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, e1, and g2 (unmark user facility). Additional information added to field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the gap at the glue of the distal end was caused by stress of repeated use, external factors, or handling. Whereas the cause for the foreign material adhering to the grooves and crevices of the distal end is presumed that due to physical damage to the device, it may not be possible to remove the foreign object. However, a definitive root cause could not be determined. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where the following deviation from instructions for use (IFU) was confirmed: customer did not clean, disinfect, and sterilize the product before sending it to olympus. There was delay in the start of precleaning. Customer did not aspirate the water through the instrument/suction channel. The following is included in the instruction for use (IFU): the inspection method for this event is described in the reprocessing manual " chapter 3 cleaning, disinfection, and sterilization procedures, 3.3 precleaning". Olympus will continue to monitor field performance for this device.